Event description:
A malfunction was reported on the pump by the customer, and no notable events occurred prior to this issue. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to customer¿s blood glucose level.